Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as they created educational plan for the nurses on the changes. This report is being submitted as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No additional actions can be taken at this time. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst." Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer said packaging stated latex free, but there was latex in the package. No adverse event or patient impact. Nurses were catching this prior to use. Per additional information received on 01apr2025, it was reported that customer who informed that it was not that the packaging stated latex free, but there was latex in the package but that they were not informed that bd was changing from no latex to using latex in the foley tray. Customer stated that had gotten the biohazard box but was not going to send anything back, the complaint was submitted based on the lack of notification that was provided to the facility prior to the change. Customer informed they had been using the product for years and it was never latex and prior to a procedure it was noticed by the nurse. They had old trays that have a blue dot indicating items were not made with latex. They have created an education plan to inform nurses of the change as this could be a safety concern.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer said packaging stated latex free, but there was latex in the package. No adverse event or patient impact. Nurses were catching this prior to use.